Event description:
The lay reporter/ husband contacted lifescan (lfs) on june 24, 2006 alleging an error 4 message on his wife's one touch ultra meter . A medical affairs specialist (mas) spoke to the reporter on june 26, 2006 and obtained the following info. On june 24, 2006 at 6:00 am, the pt felt weak, dizzy and was "off balance." She tried to test on her meter and received an error 4. She ate breakfast and felt better afterwards and tried to test again and meter displayed an error 4. Her husband then contacted lfs for assistance. The pt did not seek any medical attention or contact her physician for assistance. The test strips were in good condition and not expired and the technique of applying blood on the test strip was correct. The reporter retested using a new vial of test strips and the issue was not resolved. An error 4 indicates that the pt may have tested in an environment near the low end of the system's operating temperature range, there may be a problem with the test strip, or the sample was improperly applied. Customer care advocate (cca) sent the pt a replacement meter. The complaint is being reported since the pt was unable to test at the time of experiencing symptoms.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.